Manufacturer narrative:
H6: investigation summary . No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7086619 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. This was manufactured before expiration dates were on packaging.

Event description:
It was reported that 3 syringes 0.3ml 31g 8mm wholeunit 10bg 500 experienced no label or missing label information. The following information was provided by the initial reporter: consumer reported a friend provided her 3 boxes of insulin syringes. Stated there is no expiration date on the boxes and she already used 2 out of the 3 boxes. Lot # 7086619. Cat # 328438. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown:  (B)(6) has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringes 0.3ml 31g 8mm wholeunit 10bg 500 experienced no label or missing label information. The following information was provided by the initial reporter: consumer reported a friend provided her 3 boxes of insulin syringes. Stated there is no expiration date on the boxes and she already used 2 out of the 3 boxes. Lot # 7086619. Cat # 328438. Date of event: unknown.